Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed as an initial / final report. On (B)(6) 2018, it was reported that unit works on and off and not stable. Meaning, the product does not turn on all the time when needed. The customer returned an air dermatome device, serial number (B)(4), for evaluation. The device history record (DHR) reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Medcirea has not previously repaired/evaluated air dermatome serial number (B)(4) as documented in the repair reports in vdoc portal services. Product review of the air dermatome by medicrea on (B)(6) 2018 noted that the device calibration and motor speed were not with in specifications. It was also noted that the motor was used and corroded. It was also noted that the thickness control shaft did not comply with input tests and the reciprocating arm was used. Repair of the air dermatome was not performed by medicrea on (B)(6) 2018 denied the repair quote and requested to return the device unrepaired. The reported event was confirmed since during product review by medicrea it was noted that the device calibration and motor speed were not with in specifications. It was also noted that the motor was used and corroded. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review by medicrea it was noted that the device calibration and motor speed were not with in specifications. It was also noted that the motor was used and corroded. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that unit works on and off and not stable. Meaning, the product does not turn on all the time when needed. The event occurred during a check. The product has not been sent for a repair before.